Manufacturer narrative:
(B)(4): testing was unable to adequately investigate the complaint of the device overheating due to moisture in the pump. Unrelated to this complaint, moisture inside the pump was observed through the display lens. The pump fails in-house leak test with a damaged case leak; the battery compartment is intact and no corrosion is observed inside. The pump boots up with audio and vibrate; the display is blank and no information is readable. The pump was opened and moisture damage was observed on the pcb assembly power terminals, force sensor housing, and vibrate motor.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after the patient went swimming while wearing the pump, the pump was very hot to touch and the battery was even hotter. The reporter also stated that the battery in the pump was changed two-to-three weeks ago using a lithium battery. Troubleshooting revealed no corrosion or moisture in the battery compartment, the battery cap is secure, and there is no physical damage noted to the pump. This complaint is being reported because the pump and the battery were reportedly hot to the touch.